Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not hold the column. Sgc was removed from the patient and noticed that air was present. Sgc was replaced. It was observed that one of the grippers would not lower for mitraclip ntw. Procedure was discontinued. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.